Event description:
A technician reported a patient experienced mild blurry vision and eyes feeling dry 9 months following lasik surgery. The event was treated with artificial tear gel drops. In a follow up, the technician reported it is unknown if the event has resolved. The patient will return in 3 months for a follow up examination. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).